Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was missing from the es system. A technical support specialist dialed into the device and server, called the customer, and discovered that the patient had been discharged from the es server. The technical support specialist suggested reaching out to admissions, and the customer agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient missing from es. The customer stated that the malfunction occurred when the user was trying to pull the medication. There were no adverse events or injuries reported based on this event.